Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure three days prior. According to the complainant, during the procedure, the machine shut off at 28 minutes due to a low water pressure alarm. The physician's assistant was able to continue the procedure by refilling the cartridge with water. The procedure was completed with no patient complications. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.